Manufacturer narrative:
Operator of device is unknown. Customer reported to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying an error code message on power up when batteries are inserted during the investigation. Found motor locks no rotation when a prime key button is pressed. The root cause of the reported issue was found to be a faulty motor. Actions were taken to mitigate the reported issue: replaced the motor.

Event description:
It was reported that the pump displayed an error . No patient injury was reported.